Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that surgical intervention was undertaken on (B)(6) 2026, wherein the remaining portion of the lead was explanted to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an explant procedure on (B)(6) 2025 [related manufacturer reference number:1627487-2025-05868], the lead was cut at the anchoring site, and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.